Manufacturer narrative:
A new patient profile form was received for this patient, however no new information was provided. Due to the fact that this complaint was captured in a previous complaint handling system, the file was now re-created in the new complaint handling system. The new system requires a regulatory report to be submitted, although there is no new information. The information in this report has been duplicated from the first report. Please refer to the previous report number 9616099-2016-00353.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in wall of the ivc, filter unable to be retrieved, blood clots, clotting and occlusion of ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient had placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in wall of the ivc, filter unable to be retrieved, blood clots, clotting and occlusion of ivc filter. Per the patient profile form (ppf), six years and five months after the index procedure the patient became aware that the device is unable to be retrieved, is tilted and has perforated "outside of its walls." There has been no attempt to remove the filter. The form also states that the patient continues to experience chest pain and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, b5, d6, e4, g4, g7, h1, h2 and h6. As reported, the patient had placement of the optease inferior vena cava (ivc) filter. The indication for filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded, unable to be retrieved, blood clots, clotting and occlusion of ivc filter. Per patient profile form (ppf), the patient reports the filter is unable to be retrieved, tilted, perforates outside of the ivc, and is fractured. There are no documented retrieval attempts. The patient also reports chest pain, worry and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data section e4: no section d6: discrepancy - please note that the initial legal brief stated that the date of implantation was (B)(6)2009. The patient profile form (ppf) states that the date of implantation was (B)(6)2009.

Event description:
Information received per an amended patient profile form (ppf) states that in addition to the previously reported events the filter has fractured within the inferior vena cava (ivc). The patient continues to experience worry and anxiety related to the filter. The patient became aware of the reported events ten years and eight months after the index procedure.

Manufacturer narrative:
Occupation: other, litigation paralegal. After further review of additional information received, the following sections have been updated accordingly. Additional information received per the patient profile form (ppf) states that six years and five months after the index procedure the patient became aware that the device is unable to be retrieved, is tilted and has perforated "outside of its walls." There has been no attempt to remove the filter. The form also states that the patient continues to experience chest pain and anxiety. Additional information is pending and will be submitted within 30 days of receipt.